Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a hole in the tubing through pinch valve vl53b and replaced the tubing to resolve the leak. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer, which was not contained within the instrument. The instrument operator was wearing gloves, glasses, and a lab coat at the time of the leak. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated and there was no impact to patient treatment in connection with this event.